Manufacturer narrative:
Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
On (B)(6) 2021, the subject had three zephyr valves implanted in the left upper lobe (lul) resulting in total lobar atelectasis. The subject experienced severe hypoxemia immediately and continued into the following day whereupon he was transferred to the medical intensive care unit for management of hypoxic respiratory failure. The subject had increased oxygen demand associated with increased shortness of breath with episodes of desaturation resulting in need for high flow humidified 100% oxygen at >40 l/min to maintain spo2 > 90%. A chest x-ray demonstrated lul lobar collapse, no pneumothorax, no pneumonic infiltrates in the lll and persistent hyperlucency in the left lung apex secondary to hyperinflated superior segment of the left lower lobe. On (B)(6) 2021, the three zephyr valves were explanted. The left upper lobe expanded with decrease in high flow oxygen requirement. Pulmonary embolism was ruled out. Per the physician, the vq mismatch (likely shunt due to persistent perfusion of the atelectatic lul) following valve placement was causing the acute respiratory hypoxia, as significant improvement occurred immediately following valve removal.